Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (remaining insulin reading) issue. This complaint is being reported because an inaccurate remaining insulin reading could cause the cartridge to empty without proper alarms, resulting in under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/10/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/01/2017 with the following findings: the complaint of the remaining insulin reading more than what is in the cartridge was intermittently duplicated during testing. A full rewind was performed. A cartridge of 100 units was loaded into the pump. During the load step the piston stopped short at 198 units. After several attempts, the pump was able to correctly load a cartridge and correctly read the insulin remaining. The pump was disassembled, revealing a tight piston bearing.